Event description:
A report was received that the patient was having trouble charging her ipg. The bsn sales representative attempted to troubleshoot, but the issue was not resolved. The physician determined the ipg was implanted too deep and has recommended an ipg replacement and pocket revision.

Event description:
A report was received that the patient was having trouble charging her ipg. The bsn sales representative attempted to troubleshoot, but the issue was not resolved. The physician determined the ipg was implanted too deep and has recommended an ipg replacement and pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent the ipg replacement and was reportedly doing well following the procedure. The ipg was working properly prior to being explanted. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that due to other non-device related medical issues the patient will not undergo the revision.

Event description:
A report was received that the patient was having trouble charging her ipg. The bsn sales representative attempted to troubleshoot, but the issue was not resolved. The physician determined the ipg was implanted too deep and has recommended an ipg replacement and pocket revision.